Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 780 mg/dl. The customer was admitted to the cmc lincoln hospital on (B)(6) 2017. Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer experienced diabetic ketoacidosis. There were no significant events leading to the hospitalization. The product was not returned for analysis.